Event description:
The manufacturer received information alleging the lcd screen went out. There was no harm or injury reported. During repair of the device by distributor, bug infestation was discovered, and the device was discarded.